Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin transmission showed non sustained rv oversensing due to lead noise. No intervention was performed at the time. Patient was going to be called in clinic.